Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
The nurse risk manager reported the pt underwent a laparoscopic appendectomy on (B)(6) 2011 as an outpatient. Prior to the pt leaving the facility, while the instrument was being cleaned, 1 tip of the device was discovered to be missing. The doctor was notified, an x-ray was performed which confirmed the tip was inside the pt's fatty tissue. The pt was notified by the doctor of this before she left the facility. The doctor opted to not remove the tip "because it was so small and the pt's abdomen was too distended." The nurse reported the device will not be returned for investigation.